Event description:
A customer contacted beckman coulter inc. (Bec) to report a fluid leak in the hydro by v2 and v12 when the system was in standby. In addition line 117 was leaking at the tube. The customer was unable to determine the source of the leak. Bec advised the customer to shut down the instrument. No injury or exposure was reported.

Manufacturer narrative:
On (B)(6) 2011, a bec field service engineer (fse) replaced the v2 due to leak at metal tubing clamp. This issue has been resolved. (B)(4).